Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 19 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 1 device was not available for evaluation. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 19 malfunction events in which the device had a component detach. - 18 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 19 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 1 device was not available for evaluation. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 19 malfunction events in which the device had a component detach. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 19 events were reported for this quarter. Product return status 14 devices were received. 1 device was not available for evaluation. 4 device investigation types have not yet been determined. Additional information 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes 19 malfunction events in which the device had a component 19 events had no patient involvement; no patient impact.